Event description:
Hcp reported the patient has cancer which is progressing. Pt has an abdominal tumor that was treated with radiation therapy. The hcp feels the radiation may have "fried" the circuit board. The patient was admitted to the hospital screaming in pain. Pt was put on high doses of pain medication to control the pain in the hospital. The hcp could not do telemetry on the pump. The pump was replaced. The patient's pain has been relatively well controlled since the pump replacement. The physician states he was unaware of damage that could be done by external beam radiotherapy.